Manufacturer narrative:
Additional information: event description updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up determined that the amount of inaccuracy was estimated to be around 5-7 mm.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon noticed inaccuracy in the anterior direction of a few mm when the surgeon was on the tip of the patients noise and inaccuracy in the posterior direction of a few mm when touching slightly above the nasion. The surgeon continued with the case noting the inaccuracy and using the instruments and scope to navigate with the deviation. There was no metal in the field, the site re-registered once and then decided to move forward. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined since the issue could not be replicated. Other relevant device(s) are: product ID: 9733467, version #: 2.3. If information is provided in the future, a supplemental report will be issued.